Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 72 year old female patient presenting for high risk percutaneous coronary intervention using the impella cp optical device for support. During support, blood was found leaking from the 14 fr introducer that prompted multiple units of blood product delivered.